Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin 10 packs were affected with bacterial contamination after inoculation. The following information was provided by the initial reporter: customer reported bacterial contamination in the lot#2286594. 10 pack affected but some were used for testing so pending medical center responses.

Manufacturer narrative:
G6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2286594 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2286594 (10 tubes) were available for inspection. No media defects or evidence of contamination were observed in 10/10 retention samples. For investigation, two retention tubes went into incubation. One tube was incubated in the 20-25 degrees celsius, and the other tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth. A gram stain was performed, and no organisms were recovered. Two photos were received for the investigation: both photos show a partial tube. The media in the tube does appear to be hazy. Returns were received to assist with the investigation. Ten tubes from batch 2286594 were received in a medium shipping box with bubble wrap and tissue paper. All 10/10 returned tubes appear medium yellow and clear. For investigation 10/10 tubes were incubated at 33-37-degrees celsius. At seven days incubation, there was no change in the media appearance. A gram stain was performed and no organisms were detected, and no growth was observed on a tsa 5% sheep blood agar plate. This complaint cannot be confirmed based on return sample testing. Bd will continue to trend complaints for appearance defects/non-viables. Material 221788 prior to using should be boiled for ten minutes. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. Other sources of dead organisms visible upon gram staining include staining reagents, immersion oil, glass slides, and the specimens used for inoculation. If there is uncertainty about the validity of the gram stain, the culture should be reincubated for another hour or two and the test repeated before a report is given. Additionally, this product is not labeled sterile. As stated in our package insert, "do not use medium if it shows evidence of microbial contamination, discoloration, drying or other signs of deterioration". A complaint trend was not identified for contamination, including non-viables, or appearance in this product per bd procedures. H3 other text : see h.10.

Manufacturer narrative:
Medical device brand name: bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin 10 packs were affected with bacterial contamination after inoculation. The following information was provided by the initial reporter: customer reported bacterial contamination in the lot#2286594 10 pack affected but some were used for testing so pending medical center responses.